Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she received a staph infection from the sensor. The blood glucose reading is 186 mg/dl. Customer stated that she was feeling pain the previous night. Customer changed the sensor on day six. Customer went to physician in the morning and was diagnosed with a staph infection and was referred to hospital. Customer got very sick. The infection was on the right side of the stomach. Customer uses the correct insertion procedure. Nothing further reported.